Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number: (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. An image was provided. The reported problem was confirmed with a visual inspection. A collection error was triggered. The reported problem was confirmed with a functional evaluation. A functional evaluation was completed with a known working system. The error can be produced when the length of the point probe is moved/waved too quickly during the process to establish the rotational axis. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a excessive point probe movement during the process. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during cori assisted tka surgery, while manual collecting of rotation of the femoral component, a collection error was triggered in the real intelligence cori console. It said: "the point probe moved by more then 2 degrees during axis collection. Press ok to try again". The console was restarted to recover. Surgery was resumed after a non-significant delay with the same device. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
H10: internal complaint reference (B)(4).